Manufacturer narrative:
(B)(4). Actual and companion samples were received for evaluation of the reported condition of an unknown medication that continued flowing even after the nurse had closed the roller clamp. Visual inspection revealed that the roller clamp was not fully closed. The roller clamp of both sets was closed in a complete shut off and leak test was performed on both sets. No leaks were revealed. The reported condition was not confirmed and the root cause may be attributed to the fact that the roller clamps were not fully closed. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Event description:
A customer reported to baxter (B)(4) of a solution administration set in which an unknown medication continued flowing even after the nurse had closed the roller clamp. The reported condition occurred during infusion. The customer explained that there were no clinical consequence for the patient, but the nurse had to change the sets. There is no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.